Event description:
MRI screening for metal completed. Patient informed to remove all clothing containing metal. Patient entered MRI wearing his own shirt. During MRI, patient complained of feeling warm; described as "hot water". MRI stopped. Patient was later given a gown to change into. Patient assessed to have a 1st degree burn to the left elbow. Shirt made by (B)(6) assessed and found to have metal thread.